Event description:
User facility reported that during the first 5-6 mins of extracorporeal circulation, there was an increase in pressure within the extracorporeal circuit between the mechanical pump and the oxygenator. It was also reported that there was a decrease in arterial blood saturation levels. The blood oxygenator was changed out during the procedure and the surgery was completed without any further noted incident.